Manufacturer narrative:
The device was manufactured december 10, 2016 ¿ december 12, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the device met specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a patient infusion, a small volume infusor stopped flowing. The unspecified infusion was stopped at an unspecified time into the infusion due to the no flow issue. There was patient involvement; however, there was no patient injury or medical intervention associated with this event. No additional information is available.